Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2016 the patient was undergoing surgery or a left knee replacement and the appropriate equipment was not identified and provided during the knee implanting surgery. It is further alleged that as a result the patient has suffered and will continue to suffer pain, emotional distress, mental trauma, reasonable medical and related expenses.